Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Patient tested 2.0 inr at 11:00 am on the coaguchek xs system. At approximately 14:00 he felt a "strong" pain in his leg. The patient drove to the hospital; a thrombosis was found, and a lab returned as 1.5 inr. The patient was treated with heparin, and released from the hospital 6 days later. Requested return of suspect system.